Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that several hours after a device replacement, the right ventricular lead exhibited noise. The noise was reproduced with arm movement. It was discovered that the leads had been accidentally reversed in the device header. The lead connections were corrected and the lead remains implanted.